Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the information available, boston scientific could not confirm the reported event of a catheter guide break. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was intended to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement, performed on (B)(6) 2026. During the procedure, while advancing the device through the scope, the delivery system broke inside the scope. As a result, the delivery system was removed from the scope, and all wires were withdrawn to allow the procedure to be restarted. The procedure was completed using another of the same stent and delivery system. There were no patient complications reported as a results of this event.